Manufacturer narrative:
D3: address corrected. D9: device returned to manufacturer: 4-feb-2025. H3: one device received was received. The device had not been serviced before. Review of the event history review identified error code 45630. The reported issue was duplicated by functional testing and the cause of the issue was corrosion of the explusor. The explusor was replaced to correct the issue. The device was then passed all functional tests after the repair.

Event description:
It was reported that the pump exhibited error code 45630. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.